Manufacturer narrative:
Follow-up report submitted, to document device evaluation results.

Event description:
It was reported, that the handpiece was heating, during surgery. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported that the handpiece was heating during surgery. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.